Manufacturer narrative:
The initial medwatch report indicates: returned to manufacturer on ¿ blank the initial medwatch report should indicate: returned to manufacturer on ¿ 12/28/2018 the initial medwatch report indicates: device evaluated by mfg: no. Reason for no evaluation: device evaluation anticipated, but not yet begun. The initial medwatch report should indicate: device evaluated by mfg: yes. Reason for no evaluation: blank. Initial medwatch report indicates: method code ¿ blank. Results code ¿ blank. Conclusion code ¿ blank. Section h6 of initial medwatch report should indicate: method code ¿ 10. Results code ¿ 3233. Conclusion code ¿ 11. The initial medwatch report indicates: code # 2692 ¿ na . Code # 4019 - unlabeled. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.section the initial medwatch report should indicate: code # 2692 ¿ na . Code # 4019 - unlabeled . Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio downloaded the electronic records from the customer¿s device for review. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional information: physio-control reviewed the downloaded electronic records from the customer¿s device and confirmed that the device loss power inappropriately multiple times after the code-summary button was pressed. Physio further evaluated the customer's device but was unable to duplicate the reported issue. The power pcb assembly, the battery wire harness assembly and the battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that this issue occurred when the customer was attempting to print the code summary of the event. This occurred twice during the event, they were able to manually power the device back on. The customer also advised that during the beginning of the shift, it took three attempts to turn on their device. The customer also indicated the batteries were changed but did not resolve the issue. The patient a 78 male did survive the event. The customer advised that the use of the device did not affect patient care.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that this issue occurred when the customer was attempting to print the code summary of the event. This occurred twice during the event, they were able to manually power the device back on. The customer also advised that during the beginning of the shift, it took three attempts to turn on their device. The customer also indicated the batteries were changed but did not resolve the issue. The patient a (B)(6) male did survive the event. The customer advised that the use of the device did not affect patient care.